Event description:
It was reported that the shaft of the 5mm monopolar cautery instrument had shavings falling off. It was reported that the shavings did not fall into the patient. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the insulation on the 5 mm main tube to be damaged in a couple of areas located at approximately 6.6" and 6.76" from the intersection with the snake wrist. The insulation has small cuts that expose the bare metal tube and material is missing. The damaged tube insulation may be the result of instrument collisions or rough handling. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.